Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-03345. The patient has 2 scs leads with the same lot number. The patient reported he experienced overstimulation that "lifted him" which caused internal pain. Subsequently, the patient turned off system stimulation. The patient also reported that following the stimulation issue, he experienced diarrhea for the remainder of the night. The next day, the patient attempted to resume stimulation to no avail as the system would not turn on. As a result of these issues, the patient is requesting that his scs system be explanted and was scheduled to receive a pain treatment injection. The patient decline system evaluation. Moreover, the patient is reporting internal damage to his right side. Surgical intervention will be taken at a later date to address the issue.